Event description:
It was reported that a user contacted support with concern that the ilet insulin delivery system was not functioning after a post-breakfast blood glucose reading of 295 mg/dl. Review of synchronized device data showed that a meal announcement had not been entered and that the system was delivering correctional insulin. Symptoms included hyperglycemia. Outcomes included continued monitoring with instruction to allow time for automated correction and to call back if glucose did not improve. Investigation included remote data review and user education on proper meal announcement use. Investigation of this case revealed that the device was operating as designed and that missed meal announcement contributed to the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement, rather than a device malfunction.